Event description:
Customer claims that the cannula fractured and a piece broke off while inside the pt. Further communication with the user facility revealed that it was not certain whether the chip separated from the cannula before or during the procedure. The missing chip was noticed on screen during the procedure.